Event description:
Medtronic received information that this transcatheter bioprosthetic valve was implanted in a stenotic edwards perimount surgical aortic bioprosthetic valve. A boston scientific veriflex coronary stent was positioned to protect the left main from potential occlusion. Post valve implant the stent was retrieved without being deployed and dislodged from the balloon. The stent was left undeployed in the right radial artery. No additional adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).